Manufacturer narrative:
The reported event was confirmed - cause unknown. Six photos were received for evaluation. The six photos were able to show the white foreign material present on the wound drain confirming the reported issue. Received 1 hubless silicone flat drain with packaging label. Verified material number 0070370 and batch number ngkn1621. Visual inspection noted foreign material on the flat drain. Product labeling was reviewed for this investigation. Corrections made to tab(s) d, f, h. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, tube was not used because white foreign matter was found on the shaft portion of the wound drain.

Event description:
It was reported that before use, tube was not used because white foreign matter was found on the shaft portion of the wound drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.